Event description:
The case was over and it was time to close the artery that was accessed using an antegrade method and finish the case. The physician advanced the perclose device, engaged the device, and it was evident that the device malfunctioned and we were unable to engage the sutures into the artery. The device remained inside of the artery for hemostasis purposes. Surgery was notified.